Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, following the driveline repair, the patient cable was hot and the patient experienced speed drops below the low limit and elevated powers as high as 18w. These events occurred while the patient was connected to the patient cable and battery power. Technical services recommended that the patient be put on a non-grounded cable. The patient experienced speed drops below low speed limit without alarm, increases in power up to 18 w, and a replace system controller message. Further troubleshooting led to the replacement of the patient cable and system controller, which resolved the power issues. Patient continued to have pump stops on wall power, but not batteries. Hypothesis was that there is still at least a short to shield internally. The patient was switched to their backup system controller and no further alarms have been noted. Related manufacturer report number: 2916596-2022-11459, and 2916596-2022-11165.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient cable being hot was not able to be confirmed. A review of the log files contains overlapping data spanning approximately 28 days (B)(6) 22 ¿ (B)(6) 22 per timestamp). On (B)(6) 22 from 17:20:29 ¿ 20:22:41, while connected to the power module, the pump struggled to maintain the set speed resulting in low speed operations. The low speed operations were coincident with pump power elevations and flow as high as 18.20 watts and 12.00 lpm, respectively. The pump power and flow resolved to typical values after switching to battery power. The patient cable overheating is consistent with the high power elevations. There were no other notable alarms active in the log file. The heartmate 14v power module patient cable was not returned for analysis. Provided information stated the patient was put on a non-grounded patient cable after the observed pump stops on (B)(6) 22. Additional information stated a few hours after a driveline exchange the patient experienced an overheated power module patient cable, flow and power elevations, and the pump operating at the low speed limit. No further events have been observed. A root cause of the reported event was unable to be conclusively determined through this analysis; however, the patient cable overheating is consistent with observed high power elevations. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (IFU) section 2 ¿ ¿system operations¿ states do not twist, kink, or sharply bend the power module patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate ii instructions for use section 3 - ¿powering the system¿ and heartmate ii patient handbook section 3 - ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. The patient handbook and the instructions for use also caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.